Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 64l bd¿ extra large sharps collector, hinge top a lid was missing. This occurred 3 times. The following information was provided by the initial reporter: this is a report about missing lids of sharps collector. It was found upon unpacking that one lid each for three cartons, a total of three lids were missing.

Manufacturer narrative:
Investigation summary: according to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process for the part number reported. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. According with this investigation, there is not enough information provided from customer like pictures of original packaging. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lids).

Event description:
It was reported while using 64l bd¿ extra large sharps collector, hinge top a lid was missing. This occurred 3 times. The following information was provided by the initial reporter: this is a report about missing lids of sharps collector. It was found upon unpacking that one lid each for three cartons, a total of three lids were missing.